Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's report numbers: 2029046-2019-03514 are related to the same incident.

Event description:
This complaint is from a literature source. The following complications were reported in this publication: it was reported that 1 patient underwent catheter ablation of atrial fibrillation and suffered pseudoaneurysm. Intervention was not reported. No additional details were provided. There are 0 death events and 0 device malfunctions reported in this publication. Model and catalog number are not available, but the suspected device is thermocool sf. Other biosense webster devices that were also used in this study: none. Non-biosense webster devices that were also used in this study: none. Publication details: title: feasibility and safety of uninterrupted apixaban in patients undergoing radiofrequency ablation for atrial fibrillation. Objective: this study aimed to evaluate the safety and efficacy of uninterrupted apixaban in patients undergoing radiofrequency ablation for af. Methods: this was a prospective and nonrandomized cohort study. A total of 259 consecutive patients who underwent af ablation were evaluated. Received: 9 june 2018